Manufacturer narrative:
Zoll has not yet received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, when turning on the autopulse platform sn (B)(6), there was no brake activation sound. After device starts, the platform displayed user advisory (ua) 28 (loss of clutch connectivity) and (ua) 29 (loss of brake connectivity) error messages. Some physical damage was also observed with the platform. No patient involvement.

Manufacturer narrative:
The reported complaint that there was no brake activation sound when the autopulse platform (sn (B)(6)) was powered on was confirmed during review of the archive data and functional testing. The reported complaint that the platform displayed user advisory (ua) 29 (loss of brake connectivity) error message was also confirmed during archive data review and functional testing. The reported complaint that the platform displayed user advisory (ua) 28 (loss of clutch connectivity) error message was also confirmed during archive data review. The probable root cause for these three reported issues was due to a failure of the drive train motor, likely attributed to a failed component or the age of the device. The autopulse platform was manufactured in 2016, and is 8 years old, past its expected service life of 5 years. The customer reported complaint that the platform had some physical damage was confirmed during visual inspection. During visual inspection, the top cover was cracked at the lower corner on the patient's right-hand side and the head restraint wires were observed to be cut/broken off. The damaged head restraints do not render the autopulse platform non-functional. The likely root cause for the physical damage was due to mishandling. A review of the archive file showed occurrences of multiple user advisory 29 - loss of brake connectivity recorded on the event date, thus confirming the reported complaint. Upon powering on the platform, no brake activation was observed, also confirming the reported complaint. The drive train motor brake cable was hooked up to the 12v dc power supply. The brake was stuck and did not open. The brake monitoring circuit detected a loss of connectivity on the brake driving circuit and resulting in (ua) 29. The archive also recorded multiple (ua) 28 on the event date, confirming the reported complaint. The clutch monitoring circuit detected a loss of connectivity on the clutch driving circuit. The autopulse platform failed the initial functional testing due to the (ua) 29 displayed upon powering on. There was also no break activation sound, thus, confirming the reported complaint. The drive train motor was replaced with a known good drive train motor for testing. Subsequently, the platform was re-evaluated through the run_in test using the 95% patient test fixture (lrtf) with known test batteries until discharged without any fault or error. The autopulse passed all the testing and met all required specifications. Historical complaints were reviewed for service information related to the reported complaints, and there was no previous history of complaint reported for autopulse platform with sn (B)(6).